Manufacturer narrative:
(B)(4)

Event description:
It was reported that increase pacing lead impedance was observed during a follow-up in clinic. The lead was capped and replaced. The asymptomatic patient was stable post procedure and will be followed up regularly.